Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.

Manufacturer narrative:
Discussion: in reviewing the complaint, the end user stated that the quickie q500m wheelchair is too big for her. The end user reported an incident where she stopped her wheelchair and did not turn it off. The end user stated she bumped the joystick and her foot went under the bed. The end user stated when she reversed the wheelchair, she scraped her foot. The end user reported she has run into objects since the incident and that she is afraid of the wheelchair. A DHR review for this product was conducted and no abnormalities, deviations or ncmr's related to the claim were identified in the manufacturing process. The end user alleges that she received five (5) stitches on the top of her right foot from the reported incident. The end user reported that when she scraped her foot on the bed, it pulled the skin on the top of her right foot and cut it wide open. The end user states a wound care nurse currently visits twice a week. Conclusion: in conclusion, there is no evidence of malfunction from the wheelchair. Due to the allegation of serious injuries that required medical intervention (foot laceration that required five (5) stitches), this MDR is being filed.

Event description:
End user stated that the quickie q500m wheelchair is too big for her. The end user reported an incident where she stopped her wheelchair and did not turn it off. She then provided that she bumped the joystick and her foot went under the bed. The end user stated when she reversed the wheelchair, she scraped her foot, causing an open wound that required five (5) stitches. The end user stated a wound care nurse currently visits twice a week.